Event description:
On 7/3/97, a 57 y/o female donor weighing 175 pounds donated plasma using the autopheresis-c plasmaphersis sys and disposable kit lot number a97b15057 uneventfully. Donor physical exam revealed that her temperature was 98.2f, pulse of 80 and blood pressure of 116/62 and a hematocrit of 40%. On 7/4/97 the donor was admitted to the hosp and diagnosed with bacterial endocarditis. Staphylococcus aureus was stated to have been isolated. The source of the bacteria was not indicated. No specific info is available at present regarding the onset of her illness, although her husband has noted that he feels it was related to plasma donation. No relevant test lab data is available, however the pre-existing medical condition was identified as mitral valve prolapse. The donor expired on 7/29/97 from complication of bacterial endocarditis. The donor's personal physician indicated that he has no evidence to link the infection to the plasmapheresis donation. That the donor had no signs of local infection at the site of the phlebotomies and no evidence of a phlebitis in the arms. Report from the plasma center indicated that they had quarantined all the lot numbers of devices and drugs used in plasma collection of this donor from 5/1/97 to 7/3/97 (saline, final container (transfer pack), separation set (plasmacell disposable kit) needle set (medisystems needle) and sodium citrate solution (ac solution). On 7/30/97 the plasma center indicated that the ctr for disease contol had cultured two units of plasma collected on july 1 and july 3 from donor number 6314a and the result was negative. Add'l info about relevant test/lab data and the actual used product was requested. No add'l info is available at this time. Used product is not available for analysis. Unused companion product was requested to be sent in for integrity testing.

Manufacturer narrative:
Continuation of section b5 event description: this info was received from the center's medical director on 8/7/97: the donor made an uneventful donation on 7/1/97. She donated again on 7/3/97, on which date she complained of backache, prompting her to seek medical attention. The donor's physician prescribed pain medication, and referred her to an orthopedic surgeon for further evaluation. The back pain is rpt'd to have worsened. Donor underwent MRI and was diagnosed with paravertebral abscess, at which point she was hospitalized, on or about 7/16/97. Blood cultures were taken and found to be positive for staphylococcus aureus. An autopsy was not performed according to the center's medical director. The attending physician stated that the cause of the death is 'unk.' The attending physician had indicated in an earlier communication (7/25/97) that the source of the staphylococcal infection is unk. He has no evidence to link this infection with her (the donor's) plasmapheresis donations. She (the donor) had no signs of a local infection at the site of the phlebotomies and no evidence of a phelbitis in the arms. Continuation of section h10, MFR narrative investigation results: this investigation was conducted on all the lot numbers and products listed in the customer's letter dated 7/25/97 provided with the first 3500a rpt'd filed. 1. Complaint history: complaint history for the center revealed that this customer (serological) had rpt'd at the beginning of the year (1997) a case of sepsis for another donor with a different plasmacell kit lot number involved. Complaint history for all the fenwal lot numbers listed in the letter dated 7/25/97 did not reveal any specific trend. Complaint history of contamination an donor reaction for the fenwal mfg facilities or third party MFR to fenwal, did not reveal any specific trend. 2. Batch review of record and pyrogen studies: results for all lot numbers involved revealed that the lot numbers were released per specification. Environmental record review results that all lot numbers were released per specification. 3. Integrity testing and visual inspection results on available unused product for transfer pack and anticoagulant solution revealed no leaks. The ac solution did not show any particulate matter and it was clear. 4. Review of the service conducted by baxter healthcare on the autopheresis-c plasmapheresis hardware serial #201s11907 from 1/1/97 to 8/18/97 revealed that there has been no service calls placed from the customer to baxter during that time period. This instrument is serviced by the customer. 5. Evaluation results: anticoagulant solution: 72 unused units of c352450 and c353672 product code 4b7867q anticoagulant solution were received for analysis. 36 units from each lot number were evaluated. All 72 units were inspected through the overpouch for clarity, visible p.m. And evidence of leakage. No p.m. Or leaks found 36 units (18 from each lot) were removed from the pouches, tip protectors